Event description:
It was reported by remote transmission the ventricular lead has chronically high thresholds. The lead remains in use. No patient com plications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4951m implantable pacing lead 1999 (B)(6). (B)(4).